Event description:
Event description boston scientific, crm received information that at a recent follow-up visit this pacemaker was unable to be successfully interrogated due to a telemetry issue. Several different programmers were used in different rooms without success. The device has been in service for approximately 6.5 years. At the last follow-up visit in april 2006, the magnetic frequency of the device was reported to be 100 ppm. It was reported that the patient had a sufficient intrinsic rhythm, and no adverse patient effects were reported.